Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer alleged that incorrect delivery by the pump caused hyperglycemia and hospitalization. Patient measured 31 mmol/l and was admitted to the intensive care unit on (B)(6) 2017 . Laboratory test showed blood glucose 37.7 mmol/l. Patient treated with insulin, insulin pen. On (B)(6) 2017 customer was transferred to the department for internal medicine and during an examination, it was found that patient has had a heart attack which was survived. The pump did not cause the heart attack. A request was made for the return of the device.